Manufacturer narrative:
Device evaluation: percutaneous lead from (B)(4). The reported alarms were confirmed via the submitted log files. The log files showed several time clock resets (indicating a loss of power to the system) with pump disconnected active. Additionally, some low speed and pump stop events were captured, which correlated with low speed hazard and low flow hazard alarms. However, there were no elevations in pump power or average pi, and the events did not appear to be the result of a percutaneous lead compromise. A specific cause for the alarms and pump stop events could not be determined. An external percutaneous lead repair was performed. Approximately 10 inches of the external portion/distal end was returned for further evaluation. The previous clamshell repair was present on the lead. The pervious clamshell repair and outer layers of the lead were carefully removed. Visual examination under a microscope and hipot testing of the underlying wires did not reveal any area of compromised wire insulation. (B)(4). Upon receipt of (B)(4), damage was confirmed to the strain reliefs of the white and the black power lead connectors. The damage appeared to be due to user handling/wear and tear. The system controller's primary function was not affected by the damage to the power lead strain relief and the system was able to be supported independently by either power lead. Also, the reported event of low voltage alarms from the system controller could be confirmed with review of the log file retrieved from the returned device. The log file retrieved from the returned device contained low voltage advisory alarm events while the system was supported via battery power. The voltage values were transient and captured at the low limit threshold. The evaluation of the system controller revealed the inner wires in both power leads failed the resistance measurement specifications, which indicated conductor breakdown of the underlying wires in both power leads. The high resistance in the power leads could be contribute to a decrease in supply and signal level voltages resulting in the reported low voltage alarms and consistent with the data contained in the controller log file. The strain relief of the white power lead as well as the compromised conductors within the power leads appear to be related to wear and tear as a result of repetitive flexing of the power cables during the controller use. (B)(4) was 4 years old. (B)(4). The reported events associated with red heart alarms were confirmed based on the analysis of the data recorded in the log files. Review of the log files revealed speed instability and pump stops events. The log files also captured that the patient¿s system was operated in the backup mode. The recorded speed instability and pump stops events were accompanied by a low speed hazard, a low flow hazard and low speed operation active alarms associated with a red heart alarm condition. (B)(4) was functionally tested using laboratory equipment and was found to function as intended, even when the power leads were manipulated. The white and the black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issue. The device passed the functional test procedure and operated on a mock circulatory loop without any notable events. (B)(4). The reported events associated with red heart alarms were confirmed based on the analysis of the data recorded in the log files. Review of the log files revealed multiple pump stops and speed instability events. The log files also captured that the returned system controller was operated in the backup mode. A low speed hazard, a low flow hazard and the pump stopped/disconnected active alarms that associated with a red heart alarm condition, accompanied the recorded events throughout the log file records. (B)(4) was functionally tested using laboratory equipment and was found to function as intended, even when the power leads were manipulated. The white and the black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issue. The device passed the functional test procedure and operated on a mock circulatory loop without any notable events. Per information received from the hospital staff on 09/11/2015, the patient has not had any further alarms or issues. The patient remains ongoing on (B)(4) and no further events have been reported. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced audible and visual red heart alarms on multiple system controllers but the pump appeared to be running at the time of the alarms. Review of the submitted log files revealed multiple pump stop events and power elevations which appeared to have occurred while connected to the power module. A compromised percutaneous lead was suspected. The patient was asymptomatic. During the onsite evaluation, the manufacturer's technical support was unable to reproduce pump stoppage events by external percutaneous lead manipulation or upper body movement. X-ray images of the percutaneous lead appeared to show a suspect area near an existing universal clam shell repair. A percutaneous lead repair was performed on 07/10/2015. No further alarms were reported after the percutaneous lead repair.